Event description:
New information received indicates that the inappropriate shocks exhibited by the implantable cardioverter defibrillator (ICD) were noted during an in-clinic follow-up. The implantable cardioverter defibrillator (ICD) exhibited under-sensing which resulted in the inappropriate shocks. The ICD was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks. No intervention was performed. The patient condition was unknown.